Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, pacing and high voltage lead impedance measurements were not performed. Further testing was performed and it was noted that the device was measuring normal, in-range impedance measurements daily with no breaks. The nurse will continue to monitor the patient.